Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 2.8x19mm rx graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex artery. A 2.8x19mm rx graftmaster covered stent was deployed at an unspecified atmospheres, but the perforation was not sealed. Then a 2.8x16mm rx graftmaster covered stent was deployed at an unspecified atmospheres, but the perforation failed to seal. A 3.50x16mm rx graftmaster was then deployed and successfully sealed the perforation. There were no reported adverse patient sequelae. (B)(6) 2019: additional information received states that it is unknown if the 2.8x19mm and 2.8x16mm covered stents propagated the perforation. The first covered stent (2.8x19mm) was inflated for 30 seconds at 16 atmospheres (atm) then dilated with a balloon used for another inflation more proximal at 19 atm or 15 seconds. The second covered stent (2.8x16mm) was inflated at 16 atms for 20 seconds and then ballooned more proximal at 19 atm or 15 seconds. The third covered stent (3.50x16mm) was inflated at 15 atms for 20 seconds. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Device return status is unknown at this time.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the circumflex artery. A 2.8 x 19 mm rx graftmaster covered stent was deployed at an unspecified atmospheres, but the perforation was not sealed. Then a 2.8 x 16 mm rx graftmaster covered stent was deployed at an unspecified atmospheres, but the perforation failed to seal. A 3.50 x 16 mm rx graftmaster was then deployed and successfully sealed the perforation. There were no reported adverse patient sequelae. No additional information was provided.